Event description:
A holmium laser lithotripsy of a large bladder stone was attempted on patient. A large size lithotrite was inserted into bladder. While trying to trap the stone, the two end pieces of the lithotrite went in opposite directions. The instrument could not be removed. The patient was taken to surgery. The bladder was opened and the instrument and stone removed.